Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturing report number 3007963827.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona posterior stabilized articular surface left 11mm catalog #: 42512400711 lot #: 65903604, persona cemented stemmed tibial component left size e catalog #: 42532007101 lot #: 65121488. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address a nickel allergy approximately thirty-three (33) months post-operatively. Attempts have been made, however, no additional information is available.